Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed that the balloon in this catheter had a circumferential rupture and was missing about 5 mm of its balloon piece at its middle region. No other defects were noted on this device. The nurse could not confirm the volume of saline that was used to inflate the balloon during the pre-use check. At this time, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that we do conduct 100% inspection on each device and test them for balloon functionality. Our quality control inspector had also performed a pull test on a sample of the catheters from this lot number during in-process inspection. All of these units passed the qc requirements and performed as intended when tested to their validated force. Device did not come in contact with the patient at any time during the procedure. Please note that we have also reported manufacturer's report# 1220948-2020-00001, 1220948-2020-00002 and 1220948-2020-00003 related to other three otw catheters malfunction that occurred during this same event. The balloon of the otw catheter related to manufacturer's report# 1220948-2020-00001 ruptured during thrombectomy while the balloons of otw catheters related to manufacturer's report# 1220948-2020-00002 and 1220948-2020-00003 ruptured during pre-use check.

Event description:
During pre-use check, the balloon of over-the-wire embolectomy catheter ruptured when the balloon was inflated with saline. Device was not used in the patient. This is report 4 fo 4.